Event description:
Further information revealed the patient's extension was also explanted during the procedure.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-25082. Product analysis revealed the patient's extension was out of specification in manner that could have contributed to the issue. The patient's extension has been added to this event as a new device report (device 2).

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the complaint about high impedance/stimulation lost was confirmed. As received, visual inspection of the returned lead revealed broken wires were found approximately 11 cm from the terminal end. The damage observed is consistent with overstress conditions while the lead was in the patient. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient ((B)(6)) lost stimulation. In turn, the patient underwent surgical intervention. Intra-op lead testing revealed high impedance measurements. Subsequently, the physician explanted and replaced the lead which resolved the issue.